Manufacturer narrative:
The suspect device was returned to olympus, however, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and an evaluation completed where the users complaint of "no image" was confirmed due to a faulty cable unit. The cable was kinked and knotted. The faulty cable was replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon was a faulty cable unit. Olympus will continue to monitor field performance for this device.